Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Alleged failure: eib aaron rep, occasional break in our picture on screen during procedures, po# (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear and will need contact ring upgrade. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure.